Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that two (2 ) patients presented with intraocular pressure not controlled during a procedure. The procedure was completed. The surgeon stated the eye was lost. This file is for patient one (1). Additional information has been requested but none has been received.

Manufacturer narrative:
The surgeon reported problems with the eye pressure during surgery. The surgeon noted it was due to a decrease of pressure, the surgeon could not achieve optimal results. The surgeon completed a questionnaire and noted a complete failure of inflow of both fluid and gas with a risk of hypotension and bleeding. The outcome of the event was noted as resolved with treatment with manual compensation. In the surgeon¿s opinion the device caused/contributed to the event. The surgery was for a four (4) port pars plana vitrectomy on the right eye (od). The wound integrity was intact. The event occurred during vitrectomy with a combined cassette. The tips and cassettes are not reused. The surgeon did not have to switch out any instruments. There were no system messages displayed. The case was completed manually. The customer does not use any third party repaired items. There were no changes made to existing parameters. The surgeon¿s settings are concurrent with the typical procedure. The device is stored in a climate controlled area. There were no kinks in the tubing. The probe used was a 23 gauge. The system was de-installed at the facility and brought in-house for examination. The company service representative examined the system and could not duplicate the system messages found in the event log. The system messages were: utilities pressure is surging beyond the specified tolerance. Please release the footswitch treadle to reset; function is not allowed when the footswitch treadle is down or buttons are pressed; and irrigation output valve error. Infusion/irrigation and extraction functions will be disabled. The company service representative observed that the left and right heels of the footswitch gets stuck. The fluidics module shows balanced salt solution (bss) ingress. The tray arm is nonconforming. The customer must approve the repair cost in order to replace the fluidics module, footswitch and its cable, and the tray arm as a preventive action, then complete the service request (sr) with testing to the service test procedure (stp). The system was manufactured on february 17, 2009. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line.¿ the operator¿s manual includes the warnings: good clinical practice dictates the testing for adequate irrigation, aspiration flow, and operation as applicable for each handpiece prior to entering the eye. Visually confirm that adequate infusion flow is occurring prior to attachment of the infusion cannula to the eye. No problem was found with the system; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).